Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set was leaking chemotherapy from the valve. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of the report submitted under manufacturer report number 1416980-2021-02686. Therefore, all relevant information was captured under manufacturer report number 1416980-2021-02686. Should additional relevant information become available, a supplemental report will be submitted.